Event description:
It was reported that the balloon did not inflate and the balloon could not maintain inflation. No pt complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Examination revealed that the balloon inflated, but did not maintain inflation due to leakage from inflation lumen near proximal end of thermal filament mid-form. A slit, about 0.1 inches long, was found at this location. The slit entered inflation lumen. A CAPA is in process for slit in catheter body related to balloon inflation.